Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient. Medical history included high blood pressure. There were no concomitant medications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartage via reusable pen (humapen unknown body type), 30 at morning and 20 at evening (units were not provided) for the treatment of diabetes mellitus, beginning in 2010. In (B)(6) 2014 he was hospitalized to regulate his blood glucose (no results, baseline results or reference values were provided). Information regarding corrective treatments and outcome of the event was not provided. Insulin lispro 25/75 treatment was discontinued in (B)(6) 2014 and was replaced with insulin lispro 50/50 treatment. The humapen unknown body type was discontinued in (B)(6) 2014 (conflicting date of (B)(6) 2016 provided) because it was cracked (product complaint 3783220/ lot unknown). The humapen unknown body type was replaced by a humapen luxura in either (B)(6) 2014 or (B)(6) 2016 (conflicting dates). The user of the humapen and his training status were not provided. The general humapen and the suspect humapen duration of use was approximately of four years (since 2010). The suspect humapen was replaced with a humapen luxura in (B)(6) 2014 and its return was not expected. The reporting consumer did not unknown if the event was related to insulin lispro 25/75 treatment or the humapen. No follow-up would be requested since the reporter refused to be contacted and hcp contact information was not provided. Update 04oct2016: additional information received on 26-sep-2016 from the global product complaint database added the device complaint information, the complaint number, conflicting dates of device use, updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 08nov2016 in describe event or problem. No further follow up is planned.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient. Medical history included high blood pressure. There were no concomitant medications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via reusable pen (humapen unknown body type), 30 at morning and 20 at evening (units not provided) for the treatment of diabetes mellitus, beginning in 2010. In (B)(6) 2014 he was hospitalized to regulate his blood glucose (no values were provided). Information regarding corrective treatments and outcome of the event was not provided. Insulin lispro 25/75 treatment was discontinued in (B)(6) 2014 and was replaced with insulin lispro 50/50 treatment. The humapen unknown body type was discontinued in (B)(6) 2016 because it was cracked ((B)(4)/ lot. Unknown). The humapen unknown body type was replaced by a humapen luxura in (B)(6) 2016. The user of the humapen and his training status were not provided. The general humapen and the suspect humapen duration of use was approximately of four years (since 2010). The suspect humapen was replaced with a humapen luxura in (B)(6) 2016 and it was not returned. The reporting consumer did not know if the event was related to insulin lispro 25/75 treatment or the humapen. No follow-up would be requested since the reporter refused to be contacted and hcp contact information was not provided. Update 04oct2016: additional information received on 26-sep-2016 from the global product complaint database added the device complaint information, the complaint number, conflicting dates of device use, updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 10-oct-2016: correction received from the affiliate from information received on 26-sep-2016. Usage of humapen unknown body type was from 2010 to (B)(6) 2016 and humapen luxura from (B)(6) 2016. No adverse event was received. Update 20-oct-2016: information received from the rcp on 01-oct-2016. (B)(4) were received. Pcs would be monitoring until they appear listing in catool. No adverse event information was received. Edit 31-oct-2016: per internal review the improper use was updated from no to yes, the word cartage (in narrative) was corrected to cartridge and consumer did not unknown was updated to consumer did not know. No new adverse event was received. Update 08nov2016: additional information received on 08nov2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.